Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the front panel cable was disconnected and the front panel was not able to be used because the flat cable was left unplugged to the internal board when opened top cover for inspection or cleaning. Per the legal manufacturer, the other device defect (device hub is loose and leaking air) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. Worn out scope socket causing poor connection and air pressure below specifications were observed. The pump needs to be replaced. Further inspection found front panel cable disconnected, front panel was not able to be used. Top cover and chassis were observed to be corroded. Additionally, the device was observed with old version igniter and the iris cable needs to be upgraded to new version. Non-olympus lamp light meter was determined and noted to be at 200+ hours. The light output was observed to be below specifications. Based on evaluation findings the found failures could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
A report of the device hub is loose and leaking air when the scope plug into it during an unknown procedure was reported. There was no patient harm, no user injury reported due to the event.